Manufacturer narrative:
This form was completed by the MFR. See MDR 1920664-00516 for intraocular lens used with this delivery device.

Event description:
The lens unfolded prematurely when being delivered to the eye. Another lens was used for the procedure.